Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer said has stopped use due to development of rash which is in process of being resolved. Per contact, unknown date of if/when purewick device might be utilized again. Contact had no questions at this time. Contact stated he has additional supplies. Contact offered nursing support line number and declined stating he would call us if anything were needed. Contact referred to customer service for further needs per modified closing script. Customer survey not indicated. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received from (B)(6) (husband) via phone on (B)(6) 2025 it was reported not using after developing uti.

Event description:
It was reported that the customer said has stopped use due to development of rash which is in process of being resolved. Per contact, unknown date of if/when purewick device might be utilized again. Contact had no questions at this time. Contact stated he has additional supplies. Contact offered nursing support line number and declined stating he would call us if anything were needed. Contact referred to customer service for further needs per modified closing script. Customer survey not indicated. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received from (B)(6) (husband) via phone on 01oct2025 it was reported not using after developing uti.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling and instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. The initial reporter's zip code: (B)(6). UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.